Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device was recognized by the generator. The device activated and circulated water normally. No alarms were noted on the generator. When the antenna tip was removed from the test media, the activation stopped immediately. This was repeated numerous times and the generator activation stopped after each time. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after the device was punctured into the patient, activation was performed. When the antenna was removed after ablation was finished, at the stage that the antenna came out from the cavity, ¿returning activation tripping error¿ was indicated. The activation should stop automatically, but it did not stop. The me stopped it manually. After receiving the report, the sales rep confirmed the operation of another antenna, the issue was not reproducible, so he/she considered the event was not generator failure.